Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mild discharge and exposure of mesh. An excision and closure of the exposed vaginal mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.